Manufacturer narrative:
Additional information: a1, a3, b5, e1, e3, g3, h6.

Event description:
New information notes the patient's device was reprogrammed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable cardiac monitor was oversensing t-waves. The patient was in stable condition. Further information was requested, but not provided.